Event description:
It was reported that during interrogation, the patient was noted to be in atrial flutter. It was also noted that the right ventricular (rv) lead had high thresholds as well as r-wave undersensing and non-capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).